Event description:
Customer called on (B)(6) 2012 reporting that they had been working on their synchron cx5 delta clinical system off and on for a couple of days. Customer reported that when attempting to perform calibration on the instrument, they obtained range, span, back to back and obstruction detected errors. Customer also indicated that the electrolyte injection cup (eic) was overflowing during the event. Customer stated that the flow cell maintenance was performed but did not resolve the issue. Customer proceeded with troubleshooting with the help of customer technical support over the phone but issue could not be resolved. Customer flushed all ports of the eic, all ise reagents were changed, all peri pump tubing was replaced, and the e-cam maintenance pressure bar was done. Customer stated that no erroneous result was generated and therefore no change to patient treatment was attributed to this event. Customer was wearing personal protective equipment at the time of the leak and no exposure or injury was reported. Field service engineer (fse) visited the site and indicated that the customer had multiple problems after maintenance. Fse stated that customer had problems with obstruction detection, was able to calibrate ise chemistries, but could not get ca (calcium) qc in range (out low). Fse proceeded to replace the ca electrode tip and obstruction detector. Fse also replaced na (sodium) electrodes, performed e-cam maintenance and replaced the sample probe and ise pinch tubing. Fse also indicated that the old sample probe was barbed and cleaning line did not slide smoothly through the probe. Fse then recalibrated and ran qc checks. Repair was then verified as per established procedures and the system was found to be functioning correctly and the issue was resolved.

Manufacturer narrative:
Results: obstruction detector. (B)(4).